Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that a cement was not used in the past because the ampoule was broken. The surgeon used the hose in the set for a surgery on (B)(6) 2021. This complaint captures the event involving the broken ampoule on an unknown date.